Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up, it was reported that on an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The bacterial peritonitis was manifested by cloudy pd effluent, abdominal pain and vomiting. It was not reported whether the patient was hospitalized due to the event. The patient was treated with ceftazidime injection (1gm/ twice a day/ intraperitoneal/ ongoing) and cefazolin injection (500mg/ twice a day/ intraperitoneal/ ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy is ongoing. Retraining for break in aseptic technique was done. No additional information is available.